Event description:
On (B)(6) 2011, a doctor alleged that a patient developed a cheek ulceration from wearing the advansync appliance. A fever and general malaise was also noted. On (B)(6) 2011, it was reported that the patient sought medical attention with her family physician and was prescribed antibiotics.

Manufacturer narrative:
Treatment also included mouth rinses. To date, the patient has fully recovered and is doing fine. A new appliance with not be placed and re-fabrication of the original appliance will not be implemented because the patient has completed the course of treatment.